Event description:
Customer reported no delivery alarms. She stated that every time she changes her infusion set the insulin pump alarms no delivery during manual prime. Advise to change the infusion set and reservoir to troubleshoot the insulin pump. Customer was able to complete fill tubing and the insulin pump did not alarm no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.